Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench and no electrical anomalies were found. A visual examination noted that the septum was damaged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the device was explanted and replaced due to erosion. No further information was reported. The patient presented to the hospital the physician treated the pocket disinfected it, the pouch would not heal. The device was then explanted and replaced successfully. The patient was stable and no adverse reaction. Re-sewed and treated the patient with antibiotics.